Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The damaged keypad was identified during visual inspection. The cause of the condition was determined to be a damaged keypad membrane. To correct the condition, the keypad membrane was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flogard infusion pump was found to have a damaged keypad. No additional information is available.